Manufacturer narrative:
(B) (4). (B) (4). Full disposable setup is with the device. Device log has been received, awaiting receipt of disposable set. A follow up report will be submitted when investigation is complete. This report was filed by the manufacturer.

Event description:
A secondary infusion of magnesium sulfate 2g was set to infuse at 25cc/hr for a vtbi of 50ml. The whole minibag of 50ml infused in less than 30mins. There was no patient harm; no information available about what was infusing in the primary or any other pt details.